Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported they were calling about kids pump. For some reason the pump has a flashing black and white screen and it keeps beeping. The customer reported that blood glucose was 100mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation the device gave an unexpected black and white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments or partial display due to display anomaly.